Event description:
Patient representative reported unknown side "bia-alcl" and "increased their risk of contracting bia-alcl." Pathology has not been received and the markers of cd30+ and alk- have not been reported or confirmed. The device remains implanted.

Manufacturer narrative:
The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Date of alcl diagnosis: (B)(6) 2020. Reason for reoperation: lymphoma - alcl - suspected.